Event description:
Bd (becton dickinson) needles used to mix product were noticed to core top of IV (intravenous) vials more than normal. Bevel looks slightly misshaped at top compared to other lot numbers. The full box containing same lot was causing issue but other lots did not.